Event description:
In multiple cases, the cannula is splitting and will not thread into the vein, or it frays after passing through the dermis. These failures are resulting in significant and unnecessary insertion attempts and are leading to blown veins in our neonatal population.